Manufacturer narrative:
Inspected 2 opened/used sensor and found 1 of 2 sensors with cannula broken missing broken part. Second sensor performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Event description:
Customer reported via phone call that sensor had bent cannula. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.